Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced atrial fibrillation with rapid ventricular response and a shock was delivered. The shock converted the atrial fibrillation to sinus rhythm, atrial paced. The patient was brought in for a device check and it was found that the atrial lead had dislodged. There was poor to no atrial sensing and high atrial thresholds. The lead was repositioned and less than 2 weeks later the lead had dislodged again and had non-capture. The atrial lead was explanted and replaced. The device remains in use. No further patient complications have been reported as a result of this event.